Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (will not charge battery pack) was confirmed. As received, the charger would not charge a test battery pack. Upon evaluation, there was contamination on the battery board and the d2 diode and u13 processor were shorted. The cause of the inability to charge the battery pack is the contamination and shorted components. The cause of the shorted components is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. No adverse event resulted from the defective battery charger.

Event description:
A us distributor contacted zoll to report that a patient's battery charger would not charge the battery pack.